Event description:
Hospitalized for 4 days with intense pain and swelling. Discharged from hospital with edema and increase of weight by 13. 6 days post-uae lost 15 pounds of fluid with lymphatic drainage. Menstruation has not resumed. Pelvic cramping and spotting is continuous. Pelvis extremely swollen. Commenced wellbutrin after uae, secondary to emotional liability and depression.